Event description:
Additional information was received via fax. It was reported that the patient had "no events". Unknown relationship of this comment to their reported sleep apnea.

Event description:
It was reported through clinic notes dated (B)(6) 2012 that a vns patient continues to use CPAP for his obstructive sleep apnea. At the moment, the relationship of the reported obstructive sleep apnea and vns therapy is unknown as good faith attempts to obtain additional information have been unsuccessful to date.